Manufacturer narrative:
Explant date was reported as unknown. A review of device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. As the patient's pump was not returned for additional evaluation and investigation, a definitive root cause for the allegation in this case cannot be confirmed. Internal complaint #: complaint (B)(4).

Event description:
Sales rep contacted to report a prometra ii 20 ml pump with a volume discrepancy - overinfusion. The sequence of events is reported as follows: on (B)(6) 2020: patient reported increased pain. On (B)(6) 2020: patient reports to the office due to increased pain. Pump is inquired, in which 10 mls was reported to be left in the pump. The pump is attempted to be accessed with a medtronic refill kit, in which approximately 0.25 mls of medication was reported to be received. A different refill kit is attached, in which very little medication was reported to be received. A vacuum is pulled on the plunger of the syringe, in which very little medication was again received. A syringe of 3 mls of saline was then attached to the refill kit and inserted into the pump. 3 mls of saline was reported to have come back into the syringe on its own. The patient is reported to be on 15 mg/ml of morphine. While the daily dose was not reported, the nurse reported that the patient was due for their refill in (B)(6) 2020. Additionally, reported that the patient was using the ptc. The ptc settings and the frequency the patient uses the ptc is unknown. Recent MRI exposure, falls, and traumas are currently unknown. Programmer version that communicated with this pump was reported to be (B)(4). The patient's catheter is a flowonix catheter and reported to not contain any medtronic segments. Per follow-up, representative reported, "we tried to do the dye study, but could not aspirate. No additional discrepancies. Patient elected to have the pump swapped for medtronic."